Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached recommended replacement time and physician was concerned about the short battery life of the device. The device remains in use. No patient complications have been reported as a result of this event.